Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: upon visual inspection, it was observed that there was little surface wear, consistent with the age of the device (5 years). No defects or deformities were identified visually. Functional test: as all the devices that constitute the nail implanting construct were not returned, a functional test to assess construct alignment to replicate the complaint condition was not possible at customer quality. Therefore, the complaint condition was not able to be confirmed. However, further evaluation including a document/specification review and a device history record review were performed to identify any potential issues that could have contributed to the complaint condition. Dimensional inspection: during the document/specification review the following drawings, reflecting the current and manufactured revision, were reviewed. With no mating devices returned and no visual defects identified, dimensional analysis was determined to be irrelevant to the given complaint condition. Review of the device history record showed that this was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. No definitive root cause was able to be determined with the available returned devices. Investigation conclusion: the complaint condition was not confirmed. No new product design issues or manufacturing discrepancies were identified during this investigation. Based upon the investigation findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part: 03.019.006. Lot: 8296855. Manufacturing site: haegendorf. Release to warehouse date: 05.sep.2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during an orthopedic procedure, the surgeon placed the locking screws in a multiloc humeral nail. The calcar screw and distal locking screw missed the nail hole. Upon closer look, targeted was not locked in and one guide post was missing on targeted. Targeted adjusted and final locking screws were placed. There was an unknown surgical delay. Procedure and patient outcome is unknown. Concomitant device reported: unknown calcar screw (part # unknown, lot # unknown, quantity # 1); unknown distal locking screw (part # unknown, lot # unknown, quantity # 1); unknown nail (part # unknown, lot # unknown, quantity # 1). This report is for one (1) insertion handle for multiloc humeral nailing system. This is report 1 of 3 for (B)(4).